Manufacturer narrative:
The incident occurred between (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced coring while using a vial-mate reconstitution device. The customer stated that the stopper material went into the vial of meropenem during reconstitution. The issue occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation attached to a solution bag and product vial. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Though the complaint issue for particulate matter was not confirmed, a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.